Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported that the broken extensions had not been resolved as the patient missed an appointment where they were going to discuss a date and plan to replace the extensions with the doctor. The patient was unable to use the new stimulator due to this issue. Further information noted that the extension was broken and the battery had been replaced for normal battery depletion. Additional information from the consumer on (B)(6) 2017 stated she was going back into the operating room to replace the extensions on the day of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97713, serial# (B)(4), product type: implantable neurostimulator. Product ID : 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type : extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
The manufacturer representative reported that the patient went in to have the implant replaced and when the extensions were removed from the header block they looked to be bent and weak. When one of the extensions was put into the new implant the end of the extension broke off into the new implant and could not be removed. The doctor then went to wipe the other extension before putting it into the new implant and it broke at approximately the same location as the other extension when it was wiped. It was noted that the doctor did not have consent to remove the extensions so the procedure was ended. The indication for use was failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extensions, serial # (B)(4), found that the proximal ends of the extensions were stuck inside the connector ports. Metal induced oxide was observed on the outer insulation between the connector sleeves. It was also determined that conductor wires were broken due to overstress/damage. After the proximal segments of were removed, good stable output was observed on each electrode and the ins was functionally stable. Additional review indicated conclusion code is no longer applicable to the event.